Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that was constantly alarming was confirmed and reproduced during product evaluation. This condition was a faulty micro-processor unit (mpu) board no repairs were made to fix the reported condition due to estimate refusal by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "constant alarm." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be a micro processor unit printed circuit board issue. No additional information is available.